Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases of the device were in excellent condition. However, there was a cracked battery door, right plunger case and no visible contamination. The technician performed a power up and infusion test. The reported event could not be duplicated. The root cause of the issue could not be determined. The speaker was replaced for preventive measures. There's a corrective action preventive action for the reported event. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.